Manufacturer narrative:
Concomitant products: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
The consumer via the manufacturer representative reported that the leads became warm when the patient was sitting in the car for more than two hours. It was noted that it had started two weeks ago. Diagnostic testing was not performed. The consumer denied that the leads had become warm with normal use. Troubleshooting performed included turning the implantable neurostimulator (ins) off, and the symptoms went away. It was unknown whether the issue was resolved at the time of the report. The patient's status was alive with no injury. No outcome or interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included degen disc disease/herniated disc pain and spinal pain.